Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer reporting repeated error messages displayed on a v60 ventilator warning of co2 inhalation risk. The device was in clinical use. There was no report of harm.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue remotely and reported a good patient circuit connection. The rse recommended problem troubleshooting of gds and the acquisition board. A philips authorized service provider (asp) confirmed with the customer there was no delay in therapy resulting from this event; nor was medical intervention necessary. The asp reported the significant logs indicated a co2 repeated inhalation alarm for which the air/oxygen flow sensor was replaced. The device was operational after the part replacement was completed. The unit passed performance specification testing after repair and prior to returning to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11 updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00062. All information from the original report(s) has been transferred to this report.